Manufacturer narrative:
Correct outcomes attributed to adverse event, it should be other serious (important medical events).

Manufacturer narrative:
The device history record was examined for the subject device. There were no problems observed during the manufacturing or testing noted in the DHR. The device labeling was reviewed and found to be suitable and adequate for the device to perform its intended use. The most likely reason that caused burns is that user didn't follow the instructions to clean the skin surface over which electrodes are placed.

Event description:
A doctor called in to say he had a patient that had been burned while being treated with a quattro 2.5 tens unit. The doctor was not with the device when he called in to report the injury. The doctor needed further explanation and clarification regarding proper use of and terminology involved with tens unit use. The doctor denies use of ice or heat with the treatment. A follow-up with the doctor on (B)(6) 2016 concluded that the user had received 3rd degree burns, and is currently receiving treatment from a dermatologist.